Manufacturer narrative:
The customer reported that the multi-gas unit keeps showing "check water trap." Only has 150 ml of flow when set to 200. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The internal gas unit was replaced to fix this issue. All functions were tested per service manual after the repair. The repaired unit was returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the multi-gas unit keeps showing "check water trap." Only has 150 ml of flow when set to 200.